Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The insulin pump also alarmed check settings. Customer's blood glucose level was not reported. Insulin was squirting out during the manual prime process. The customer was unable to exit the preparing to prime loop. The drive support cap was sticking out. The device was not returned.